Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the clinic during follow up with a device that was post-paced t-wave oversensing which was noted on a real-time egm. Reprogrammed changed recommended. The device remains implanted.